Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra meter was displaying an ¿error 2¿ message. Per the owner¿s booklet, an error 2 could be caused either by a used test strip or there is a problem with the meter. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient stated the alleged issue began in ¿(B)(6) 2013¿. The patient manages his diabetes with oral medication (metformin; glipizide) and insulin (levemir, 50 units at night; humalin r, self adjuster). At an unspecified date/time, the patient reported that he skipped his usual dose of humalin r in response to the alleged issue. The patient claimed, two days after the alleged issue occurred, he developed symptoms of ¿shaking, diarrhea¿. On (B)(6) 2013, at 5:00 p. M., the patient stated he went to the emergency room (ER) and his blood glucose was tested with the ER/hospital meter and obtained a result of ¿440, 240 mg/dl¿. The patient stated he was treated with ¿IV fluids¿ by a health care professional (hcp) while at the ER. At the time of troubleshooting, the customer care advocate (cca) documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.